Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to a cheonometric stago on star max laboratory method. On (B)(6) 2022 the patient had an initial meter result of 8 inr, a 2nd meter result of 7.9 inr and a 3rd meter result of 7.3 inr while the lab result was 5.0 inr. The time difference between the tests was less than 3 hours. The patient's therapeutic range was 1.8-2.5 inr.